Manufacturer narrative:
Additional information: h6 h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, the male luer lock was observed separated from the tubing. The insertion of the tubing into the male luer was measured and the results were found to be according specification. Due to the nature of the condition, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp y-type microbore catheter extension set broke. It was further reported, "the y connector broke; the hub was still attached to the patient and the IV tubing was in the bed". There was no report of patient injury or medical intervention associated with this event. No additional information is available.